Manufacturer narrative:
The unit was received with a blank display due to a moisture-damaged electronic assembly. The motor also sustained moisture damage per visual inspection. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer was in a raft and moisture got inside of the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.